Event description:
Hill-rom has become aware of a patient fall that occurred on the silkair overlay low airloss therapy unit. The mattress was not strapped to the bed frame and a seam failure occurred in the internal baffle which created a bulge at the middle of the overlay mattress. The patient allegedly fell out of bed twice due to the bulge in the mattress and sustained abrasions to her right and left knees, right hip, right leg, and right forearm and claimed to have a stiff neck and headache. No serious injuries were reported by the patient or caregiver and the product was removed from the account for further investigation to the root cause of the baffle failure.